Event description:
Intrusion of scleral buckling element left eye. Currently no severe visual problems but high likelihood of retinal detachment or blockage of vision os by scleral bucklay element. Surgery done elsewhere in 1986.